Manufacturer narrative:
(B)(4). Physio-control valuated the customer¿s device and was unable to duplicate the reported issue. Physio did observe an event code logged in the device memory that is related to a potential power issue. As a precaution, the power pcb assembly was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to remain powered on. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. There was no patient use associated with this event.